Event description:
It was reported that while the stimulation is turned on or off the patient experienced a shocking or jolting sensation in heads and heating in the hip. This started the saturday prior to the report. After traveling to (B)(6) and after riding the metro the patient did not go through electrical security gates but was getting electrical pulse shocks down fingers and leg where the battery is in the hip it got a warm feeling going down the leg. They were getting flashes of light through eye and hearing drops of water sounds in their head. Their head was spinning around like drunk. This started on saturday and thought it was from being in the plane and got really bad monday and tuesday shocks in the hand were making fingers jump, it was noticed the most in the metro. Friday was the first night on the train and rode every day until the day prior to the report. The patient turned off and the sensation was still there. They were not having pain but weird pulses, ¿things¿, and flashing lights. The patient was wobbly and was not sure if the stimulation was having a drug reaction to medicine but had been on that for 8 years. The heating was felt inside the body where the hip is, and the weird feeling ¿in the head where stimulator is¿, weird vibration going and saw flashes of bright lights going off like someone was taking pictures and goes to starburst and was making the patient dizzy. This was constant. The manufacturer representative was running impedances. She could only run at 0.7v, all patient programs were below 1.5v. The 7 contact shows out of range (oor), greater than 10,000 ohms across all contacts. All other contacts range from 700-1200 ohms. The group impedances were as follows: b1 394, b2 623, b3 481, b4 492. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, : product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).